Event description:
It was reported that this right atrial (ra) lead was dislodged and showed a decrease in amplitude and an increase in pacing thresholds with a yellow alert. The dislodgement was confirmed by x-ray. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged and showed a decrease in amplitude and an increase in pacing thresholds with a yellow alert. The dislodgement was confirmed by x-ray. The lead is scheduled to be repositioned. No adverse patient effects were reported.